Event description:
Healthcare professional reported left side possible rupture and an exchange due to patient¿s concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed.

Event description:
Healthcare professional reported, left side possible rupture. And an exchange, due to patient¿s concern with the product. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "patient¿s concern with the product".

Event description:
Healthcare professional reported left side possible rupture and an exchange due to patient¿s concern with the product. The device remains implanted.